Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour xt meter was tested with the in-house contour next test strips from lot # 9hpeg17a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
No information was captured in sections as the customer's initials, age and weight were not provided. The model # was not provided.

Event description:
The healthcare professional (hcp) from belgium called on behalf of the customer to report that the customer had a hypoglycemic event. The customer was unresponsive and his wife called the emergency service. The hcp tested the customer's blood glucose with the contour xt meter and obtained a reading of 187 mg/dl. Within 10 minutes, a repeat testing was performed by another hcp on an alternate monitoring system and a reading of 32 mg/dl was obtained. The customer was given sugar and recovered sufficiently to take himself downstairs and to be taken to the hospital. No further event details were provided. The device is not expected to be returned for evaluation.

Manufacturer narrative:
A device history record was reviewed for the suspected contour xt meter and no manufacturing anomalies were found.